Manufacturer narrative:
Sample is currently in transit to the manufacturing site for analysis.

Event description:
Caller reported the ett was placed in the pt, the cuff was inflated, and the staff walked away. About 10 minutes later a code took place. The pts cuff had no air in it. The attending doctor removed the item, and reintubated the pt with a new ett. Caller did not know if the cuff was pretested. Caller did not have additional information about the incident. Covidien sales rep, stated no pt harm resulted, they were able to revive pt.